Event description:
It was reported that the pump powered off without user intervention.

Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump has not been returned to animas. If the pump is returned, an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.